Manufacturer narrative:
As reported by the patient¿s spouse through the medical affairs department, the patient had two (2 each) palmaz schatz stents implanted during the index procedure after presenting with pain in the chest and arm numbness, which was diagnosed as a heart attack. The stents implanted were: a 3.0 x 15 and a 4.0 x 15. The target lesion was unknown. Approximately seventeen and one-half years after the index procedure during a pre-op check for treatment of an aortic aneurysm, the patient was found to have two blockages. The blockages were treated by implantation of two non-cordis stents. Multiple attempts to obtain additional information have been unsuccessful. The devices remain implanted and are not available for inspection. Pi# 1-614012177: lot # 118049 provided in the complaint was not recognized by (B)(4); therefore, no DHR review could be performed. Without the return of the actual complaint product the event reported by the customer cannot be confirmed, nor can any conclusion regarding root cause be drawn. Restenosis is a known potential adverse event associated with implanting coronary artery stents and is often associated with the progression of coronary artery disease. Based on the minimal available information there is no evidence to suggest that the event was design or manufacturing related therefore no corrective action will be taken. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00342 and # 1016427-2015-00040.

Event description:
As reported by the patient¿s spouse through the medical affairs department, the patient had two (2 each) palmaz schatz stents implanted during the index procedure after presenting with pain in the chest and arm numbness, which was diagnosed as a heart attack. The stents implanted were: a 3.0 x 15 and a 4.0 x 15. The target lesion was unknown. Approximately seventeen and one-half years after the index procedure during a pre-op check for treatment of an aortic aneurysm, the patient was found to have two blockages. The blockages were treated by implantation of two non-cordis stents. Multiple attempts to obtain additional information have been unsuccessful.

Manufacturer narrative:
Concomitant medical products: plavix 75mg once a day, metformin "sugar pill" 500mg/twice a day, metoprolol "heart pill" 50mg/twice a day, amlodipine 5 mg/once a day, fenofibric unknown 135mg/once a day, low dose aspirin heart-/once daily. The product is not available for evaluation and testing. Additional information will be submitted within 30 days upon receipt. This is one of two products used during the same procedure. Please reference MFR. Report # 9616099-2015-00342 and # 1016427-2015-00040.